Event description:
The device was used during an unspecified lung procedure. Reportedly, the instrument did not fire and would not cut. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.